Event description:
It was reported that one day post implant the right ventricular (rv) lead was dislodged. The lead was revised. Two weeks later, during the patient's wound check visit, the rv lead was seen to be pulled back. On x-ray, the superior vena cava (svc) coil and all the slack on the rv coil was pulled back. The lead was revised for the second time and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.